Manufacturer narrative:
(B)(4). The device is reportedly retained at the facility and will not be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch #(B)(4). (B)(4).

Event description:
A user facility medwatch report number (B)(4) was received stating:during a transfemoral transcatheter aortic valve replacement (tavr) procedure, a 6-french perclose device was deployed to seal artery. The device malfunctioned and misfired. During attempt to withdraw the device, the device would not withdraw and appeared to fracture and the sheath was unable to be removed from the artery which required a cut down procedure with repair. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Additionally, the patient effects are adherent adverse effects. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.